Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver ceased to function. No additional event or patient information is available. Product was returned for evaluation. An exterior visual inspection was performed and it passed. The device could not be charged or booted. The receiver log could not be downloaded. Functional tests were attempted but could not be performed. The device was opened for a visual interior inspection and it passed. Voltage test was performed and it failed. The receiver battery was replaced with a known working battery and the receiver logs were successfully downloaded. The receiver log was reviewed and rtt loss error was observed on the issue date. The battery wrap was cut and inspected and a cracked ic was discovered. The complaint confirmation of the receiver ceasing to function was confirmed. The root cause was determined to be a defective battery.